Event description:
Additional information was received from the patient and it was reported that he could set it but the setting would go down. 'Can't keep, when bending over or sitting or standing, I can't set either.' The event did not resolve as he can't do anything because nothing happens. He tried reprogramming it himself and could not. Troubleshooting was attempted to see if adaptive stim was enabled but the patient reported seeing poor communication with the antenna. The patient had to leave and further troubleshooting could not be preformed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event 2020-04-25 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient thinks his controller was not working, patient described that if he puts stimulation up higher, in a little while stimulation goes back down to hardly nothing. Squatting, bending over, standing or laying-it does not do anything, does not help at all, controller does not show it is registering. Patient stated that he sets stimulation and sits in his chair for 10-15 min and stimulation still goes back down after a while. He can feel it working but over a short period of time stimulation goes back down. Patient stated that the controller is always with him and when he uses it the controller shows the voltage and it is not what it should be on. Patient also confirmed he waits for 3 minutes when he adjusts. Patient stated that in the past he would meet with a manufacturer's representative (rep) for reprogramming, further mentioning that it happened in the past a couple of couple of times where stimulation changed on its own and he met with a rep who reprogrammed him. However, patient did not know the dates and didn't provide details. Patient reported that the last time stimulation was electrocuting him, he would be walking and stimulation would start going up by itself.